Event description:
The account alleges that the bed drifts down into trendelenburg position.

Manufacturer narrative:
The technician replaced the emergency trendelenburg valve, which resolved the issue. The bed operates normally.